Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient described a pulsating current throughout their body. They also explained that they felt it with the stimulation turned off. They turned their device off to see if the pain resolved. They said that their legs get stiff with it off and therefore they turned it back on. Circumstances that may have led to the issue were unknown. It was unknown if the issue resolved. The patient was encouraged to go to the emergency room if pain persisted and patient refused. Hcp sent a referral to pain management.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause of the pulsating current/pain was not determined. Interventions included turning off stimulation and patient decided to turn back on. Rep also advised her to go to the ER and she refused. The issue is unresolved and said the pulsating current/pain comes and goes. Patient said that she would follow up with her managing provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.